Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer had noticed no current code and cosmetic damage located at the retainer ring and was found. The customer reported no adverse event. The event involved product(s) pump mmt-1712k. Troubleshooting was not performed and confirmed the damage. No harm requiring medical intervention was reported. Product return was requested for mmt-1712k and customer response was the pump mmt-1712k was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. P-cap locks properly into the reservoir compartment, however, it was noted as damaged due to cracked retainer. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found evidence of moisture damage on the electronic assembly and force sensor. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, overlay scratched, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, cracked retainer. No current code is not confirmed. Cosmetic damage is confirmed at the retainer ring. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.